Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incomplete side cut nasally during lasik flap creation of the right eye. The surgeon had to attempt suction three times due to the patients nose. The flap side cut was too far onto the limbus creating byproduct to vent into the side cut area. Although the cone shoed the side cut was completed, the surgeon used a blade to complete the side cut. The surgeon states that he should have considered moving the flap over temporarily before continuing the creation of the flap. The patient is also reported to be breathing heavily causing movement through out the process of the flap. Additional information requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows all treatments were successfully finished on that day. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with the recommended setting, but the spot separation for side cut was lower than usual. Only the vacuum suction time for the treatment was longer which was most likely caused by the docking technique by the user or eye movement of the patient as no vacuum problem was detectable according to the logfile. Additionally, the logfile shows that the user performed energy check only at system startup and began the first surgery in two and half hour later and then performed the surgeries for more than five hours without energy check. No technical root cause could be identified in the logfile. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).